Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and protruding from the shaft but did not fall out or remain fully inside the shaft after removal. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There was no visible device or package damage. A 6f non-cordis vascular sheath was closed. After retracting at a 30¿45° angle and observing the indicator window change color, the plug was deployed. The deployment button was fully depressed and the device and 6f non-cords sheath were removed together 1¿2 seconds later. The indicator wire was not visible at removal. Angiography confirmed femoral artery suitability with the appropriate insertion angle, and the vessel diameter was at least 5 mm. There were no signs of calcium/plaque, vessel tortuosity, stents, or stenosis >50% at or near the puncture site. The site had not been closed in the past thirty days, nor were there signs of hematoma, av fistula, or pseudoaneurysm. The exoseal vcd was used in a diagnostic lower limb angiography procedure using a retrograde approach. The operator was trained and experienced. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 6f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device since the plug was not returned on the device and the device was received fully deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was found partially deployed and protruding from the shaft but did not fall out or remain fully inside the shaft after removal. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There was no visible device or package damage. A 6f non-cordis vascular sheath was closed. After retracting at a 30¿45° angle and observing the indicator window change color, the plug was deployed. The deployment button was fully depressed and the device and 6f non-cords sheath were removed together 1¿2 seconds later. The indicator wire was not visible at removal. Angiography confirmed femoral artery suitability with the appropriate insertion angle, and the vessel diameter was at least 5 mm. There were no signs of calcium/plaque, vessel tortuosity, stents, or stenosis >50% at or near the puncture site. The site had not been closed in the past thirty days, nor were there signs of hematoma, av fistula, or pseudoaneurysm. The exoseal vcd was used in a diagnostic lower limb angiography procedure using a retrograde approach. The operator was trained and experienced. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.